Event description:
Rust formation on labeling of wrench. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The visual investigation shows that only some of the visible traces on the surface are rust. Organic residue such as dried blood was also visible. This residue can result from inadequate cleaning or if the instrument is not properly dried after cleaning, residual moisture causes flash rust. However, it is also clearly visible that the chrome plating displays pitting in various locations. This is the cause of rust formation. We note here that these wrenches cannot be manufactured entirely in rust-free material. The investigation determined this complaint to be invalid. Device is not distributed in the united states, but is similar to device marketed in the USA.